Event description:
Philips received a complaint on the v60 ventilator indicating that the primary alarm failed. The device was reported to be outside of use, at the time of the reported problem. No patient harm reported. The field service engineer (fse) arrived at the customer site and checked the ventilator, finding the device to be ok. The fse did not repair anything on the device which ran normally, passed a visual test, and was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).